Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there a loss of audio on the mx40 telemetry device. There was no patient allegation.

Manufacturer narrative:
At bench repair it was found that there was corrosion on the unit and battery contact which points to user handling issues related to unsupported cleaners or cleaning methodology. The customer must use only supported cleaners and wipe off the cleaner with a dry cloth to use. Use of unsupported cleaners and/or improper cleaning can cause damage to the outside of the device as well as damage to the unit and battery contact. It will be considered that there was corrosion on the unit and battery contact, which is related to user handling and no new complaint will be created for this issue. The case was found to be damaged, which is related to user handling and no new complaint will be created for this issue. Additional parts were replaced/updated as part of the refurbishment process per procedure a-865350-90063 and a-865350-90127. There was no actual malfunction of these parts.

Event description:
The customer reported that there a loss of audio on the mx40 telemetry device. The device was not in use on a patient.